Event description:
It was reported the coil could not be detached during procedure. No patient injury reported. Same event as MDR# 2029214-2011-00433.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normal with the instant detacher. (B)(4).